Manufacturer narrative:
E1 - initial reporter establishment name - (b(6). Hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had monitor malfunction (the video image does not display, blackout).; circuit board malfunction. The event had occurred during the sedation of therapeutic procedure. There were no reports of patient harm.